Event description:
The account initially reported a glucose result of 314 mg/dl for a patient sample. When the sample was repeated the results were 95 and 96 mg/dl. The field service representative repaired the analyzer by replacing the gear pump.